Event description:
It was reported that the pump¿s quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to properly press the button and assisted with removing the pump from its case, but the issue persisted. Consequently, a replacement pump was sent to the customer, with instructions to complete necessary training prior to use, and the customer was instructed to return the malfunctioning pump within 10 days.